Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
On opening of the stent packaging it was discovered that the stent was found to be separated from the device preventing proper use. The stent was not implanted.

Manufacturer narrative:
Engineering analysis: upon opening the returned device packaging it was noticed that the stent was loose on the balloon. The balloon appeared to be properly folded and showed no signs of damage. The catheter shaft was in good condition and there were no signs of damage. The stent appeared to have been dislodged off the balloon distally as the distal end of the stent was .5mm larger than the proximal end of the stent. This is due to the stent being pushed over the distal balloon cone. The crimped stent diameter was measured on the proximal end of the stent. This diameter was 1.6mm. This diameter is indicative of a properly crimped stent. The returned device balloon surface was evaluated to determine if the stent was crimped properly during manufacturing, when the stent is crimped on to the folded balloon the stent frame leaves impressions of the stent frame on the surface of the balloon. The impressions indicate if the stent was properly crimped on to the balloon. The crimped stent impressions were clearly visible indicating that the stent was properly crimped during manufacturing. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: · ability of the stent and delivery system to be passed through the labeled introducer sheath. · ability to deploy the stent at nominal pressure. · ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. · ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (16atm) without leaks or failures. · balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (16atm). Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing related to the stent. None of the samples tested had any stent movement while passing the device through the introducer sheath. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the device and or lot of stent delivery systems in question. All stent once crimped are 100% inspected to ensure the stent was crimped properly. It is not clear how the stent was dislodged out of the package based on the details provided with the complaint. Clinical evaluation: there are several possibilities that can cause stent dislodgement including but not limited to manipulation of the stent prior to use, overuse of the sheath during the procedure by passing multiple devices through it causing failure of the hemostatic valve and a hemostatic valve that is too tight or was not placed with the obturator that was provided. The instructions for use state that, "special care must be taken not to handle or in any way disrupt the placement of the icast stent on the balloon."